Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer reverted to multiple daily injections (mdi) for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.